Event description:
The initial attorney report alleged pain and permanent injuries due to a defective mesh. The following is based on the medical records provided by the patient¿s attorney: (B)(6) 2004-repair of an umbilical hernia and two ventral hernias with one composix kugel mesh. On (B)(6) 2004-admitted for treatment of cellulitis on lower abdomen, with abdominal pain and some erythema. Treated with antibiotics. On (B)(6) 2008-multiple office and emergency room visits for abdominal pain upon palpation, diarrhea, constipation, and redness. Exams negative for recurrence and umbilical pain. Patient makes note of implantation of recalled kugel mesh. High fiber diet and colonoscopy prescribed for a presumed diagnosis of diverticulosis. On (B)(6) 2008-upon request from the patient, the composix kugel mesh was excised. There was mesh noted near the med umbilicus with omentum adhered to the mesh. There was no bowel adhered to the mesh or to the anterior abdominal wall. The md noted no intra-abdominal pathology or iatrogenic injury. The post operative diagnosis was inguinodynia.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. There is no indication in the medical records that a device failure occurrence. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no sample was returned for evaluation. With the currently available information, no additional conclusion(s) can be drawn. If additional event and/or evaluation information is obtained a follow up MDR will be submitted.